Manufacturer narrative:
(B)(4). Following completion of data review, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, the battery of this device exhibited a remaining capacity of 41 percent. The patient reported this was unchanged from the previous follow-up approximately five months earlier. A request was made to technical services to review and provide an accurate battery consumption profile. No resulting adverse patient effects were reported and to date the device remains implanted and in service. The longevity review remains pending.

Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the battery of this device exhibited a remaining capacity of 41 percent. The patient reported this was unchanged from the previous follow-up, approximately five months earlier. A request was made to technical services to review and provide an accurate battery consumption profile. No resulting adverse patient effects were reported and to date the device remains implanted and in service. A longevity review was completed which confirmed a normal battery depletion rate to date.